Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada 18 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure, the armada 18 balloon dilatation catheter (bdc) was used, but the balloon had poor rewrap and met resistance while in the sheath during removal from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Age - estimated. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that a conclusive cause for the reported poor refolds and difficulty removing could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.